Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing on the battery handpiece device was not functioning, blocked and defective. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, and check of free moving. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon complaint review, it was determined that it was inadvertently omitted in the initial report that it was noted in the service order that the device had an unspecified malfunction while in use with a craniotome device, and two attachment devices. These devices have been added in the concomitant section. If additional information should become available, a supplemental medwatch report will be sent accordingly.